Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.